Manufacturer narrative:
Sec h6 patient code swelling/edema e2338 removed.

Event description:
It was reported that edema and possible tissue injury occurred. A concomitant procedure was being performed. Prior to the pulse field ablation (pfa) part of the procedure, intracardiac echocardiography (ice) confirmed no pericardial effusion and no thrombus within the left atrial appendage (laa). Pulmonary vein isolation and posterior wall isolation were completed using the boston scientific farapulse system. Following completion of the ablation and post-ablation mapping, a watchman trusteer access system (was) was inserted and advanced into the left atrium. The rf wire from the farawave/ versacross connect (vcc) system was exchanged for a pigtail catheter, which was positioned in the laa under ice guidance. A transesophageal echocardiogram (tee) probe was then introduced to obtain ostial measurements in preparation for the watchman portion of the procedure, which then revealed edema on the limbus tissue between the left upper pulmonary vein and the laa. There was also concern for a small mobile piece of tissue on the appendage side of the limbus ridge. The physicians elected to cancel the laa closure portion of the procedure and defer device implantation to a later date. The patient was discharged the same day. In the physician's opinion, the edema and possible tissue injury was from the pfa portion of the procedure.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Media review. Procedural media was provided to aid in the investigation and was reviewed by a bsc quality engineers and medical safety. The provided medical media is related to tissue damage and does not depict any unrelated device or user related allegations. No further review is required by either bsc medical safety or watchman medical media subject matter experts. Device history record review. A review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037922201. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include valvular/vascular damage (tissue damage). Risk review. A risk review was completed and confirmed that the event of valvular/vascular damage (tissue damage) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that edema and possible tissue injury occurred. A concomitant procedure was being performed. Prior to the pulse field ablation (pfa) part of the procedure, intracardiac echocardiography (ice) confirmed no pericardial effusion and no thrombus within the left atrial appendage (laa). Pulmonary vein isolation and posterior wall isolation were completed using the boston scientific farapulse system. Following completion of the ablation and post-ablation mapping, a watchman trusteer access system (was) was inserted and advanced into the left atrium. The rf wire from the farawave/ versacross connect (vcc) system was exchanged for a pigtail catheter, which was positioned in the laa under ice guidance. A transesophageal echocardiogram (tee) probe was then introduced to obtain ostial measurements in preparation for the watchman portion of the procedure, which then revealed edema on the limbus tissue between the left upper pulmonary vein and the laa. There was also concern for a small mobile piece of tissue on the appendage side of the limbus ridge. The physicians elected to cancel the laa closure portion of the procedure and defer device implantation to a later date. The patient was discharged the same day. In the physician's opinion, the edema and possible tissue injury was from the pfa portion of the procedure.

Event description:
It was reported that edema and possible tissue injury occurred. A concomitant procedure was being performed. Prior to the pulse field ablation (pfa) part of the procedure, intracardiac echocardiography (ice) confirmed no pericardial effusion and no thrombus within the left atrial appendage (laa). Pulmonary vein isolation and posterior wall isolation were completed using the boston scientific farapulse system. Following completion of the ablation and post-ablation mapping, a watchman trusteer access system (was) was inserted and advanced into the left atrium. The rf wire from the farawave/ versacross connect (vcc) system was exchanged for a pigtail catheter, which was positioned in the laa under ice guidance. A transesophageal echocardiogram (tee) probe was then introduced to obtain ostial measurements in preparation for the watchman portion of the procedure, which then revealed edema on the limbus tissue between the left upper pulmonary vein and the laa. There was also concern for a small mobile piece of tissue on the appendage side of the limbus ridge. The physicians elected to cancel the laa closure portion of the procedure and defer device implantation to a later date. The patient was discharged the same day. In the physician's opinion, the edema and possible tissue injury was from the pfa portion of the procedure.